Manufacturer narrative:
The initial MDR 1220648-2025-46459 was submitted under an incorrect device (introducer) due to an administrative error. Upon internal review, it was determined tat the reported event involved a different device. This MDR is being replaced by 1220648-2025-47858, which has been submitted under the correct device to ensure accurate reporting.

Event description:
The user facility had an impella cp pump placed to support the patient undergoing high-risk percutaneous coronary intervention. While on support, the patient sat up during the procedure, later pulled on the repositioning unit and tried to pull it out. Iliac dissection was noted on post angiogram. The decision was made to remove the pump and hold manual pressure. Manual pressure was held for 60 minutes and then a fem-stop was placed on the site. Distal pulses were intact afterwards. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.